Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2025-01828 was sent in error as it was a duplicate of (B)(4), MFR report # 1024879-2025-01815.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.